Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient (australia) was experiencing intense stimulation and twitching of the leg when therapy was increased to a certain level. The reported sensation was described as sharp burning and painful. These issues reportedly began after an accident which resulted in direct impact to the patient's ipg. A diagnostic test revealed impedance issues for two lead contacts. Surgical intervention was undertaken to explant and replace the patient's ipg. Intraoperative testing with the new ipg resulted in adequate therapy relief and coverage for the patient. No impedance issues were noted during intraoperative testing.